Manufacturer narrative:
(B)(4) date of event unknown. No samples were returned for evaluation. The batch review found that all release criteria was met for this lot. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that small holes were noted on near the seam of an eva bag at the upper, right corner, where a leak was observed. This issue was observed during compounding. There was no patient involvement or adverse event reported. No additional information provided.